Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. The patient stated that there was air in the patient line. Used sample was not returned to baxter therefore complaint could not be confirmed in the lab. The lot number is unknown therefore, a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with (B)(4), the patient stated there was air in the patient line during fill 1 of 4. (B)(4) advised the patient to end therapy and start over with new supplies. (B)(4) then walked the patient through ending therapy. Product surveillance (ps) contacted the patient who was unable to provide any additional information. Ps then contacted the patient's dialysis nurse who explained that she was aware of the air in the patient line, and that she spoke to the patient's caregiver. They did not know how air may have gotten into the line. The nurse explained the patient did not complete therapy that night, but everything since had been fine. No injury or medical intervention was reported.